Event description:
Customer reports to have moisture under display screen due to customer swimming with insulin pump attached. Customer reports that display screen was moist and foggy. Customer also reports that insulin pump was buzzing and customer was not able to stop it. Customer's blood glucose was 205 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
There was a motor error alarm during rewind due corroded motor home switch. The unit was unable to perform basic occlusion, occlusion, prime, compromised force sensor, the excessive no delivery and displacement test due to constant motor error alarm. The moisture damage was found on electronic assembly. There was no buzzing pump or fuggy screen noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.